Manufacturer narrative:
The insulin pump was received with burned electronic assembly and motor. Analysis was unable to test for button error alarm or moisture damage on electronic assembly or motor due to burned electronic assembly and motor. The insulin pump had corroded keypad traces and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm after being exposed to moisture. The customer's blood glucose was 183 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.